Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the stapler fired but it did not deploy the staples. There was poor staple formation. Another device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap lobectomy procedure, stapler was able to be fired and staples did indeed fire. There was poor staple formation. It was noted that the surgeon felt the staples were not ¿tight¿ enough and both staple lines bled. As such, he needed to clip areas of the staple line. Another device was used to complete the case.